Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following the hydrogel and transperineal fiducial markers placement under general anesthesia, the computerized tomography scan revealed a potential infiltration of the rectal wall. There were no reported complications for the patient following the event, and the patient has undergone external beam radiation therapy.